Manufacturer narrative:
The investigation for the vascular damage has been completed. Data logs are not relevant to the complication and product was not returned for investigation. Clinical details report that a surgical instrument punctured the subclavian vein while trying to tunnel the graft for impella placement. Based on clinical details, the root cause of the vascular damage was determined to most likely be a use issue. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system and impella 5.5 with smartassist for use during section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The complainant reported following impella 5.5 implant for 67-year-old male patient, a graft was needed to be placed for the implant. While tunneling a 10mm hemasheild platinum graft conduit, the surgeon accidentally punctured the subclavian vein attempting to pass the graft through the tunnel. Cardiopulmonary bypass was initiated immediately as a result and a repair of the vein was performed post-procedure. Impella 5.5 was placed via the graft and tunnel successfully. The clinical rep confirmed that the graft was needed for the impella placement. Patient outcome at the end of support was 'survived'.